Event description:
It was reported to philips that the system was stuck in a boot loop, preventing the system from booting. . The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and identified that the system was not starting. The philips field service engineer (fse) inspected the system onsite and loaded the ghost back up onto the host pc. After reloading the ghost back up, the system was returned to use in good working order. The codes were updated based on the investigation outcome.